Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was not delivering insulin. The customer's levels had been as high as 424mg/dl. The customer states they had open circle on the screen. The customer states they had conducted set change. The customer was advised to conduct full set change and monitor their blood glucose levels.